Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer, with a supplemental information provided by a physician, from (B)(6). This report is of a break in aseptic technique and peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment intraperitoneally (ip) for renal failure chronic. On (B)(6) 2012, during a call with baxter (B)(4) technical services, the following was reported. On an unreported date, the patient experienced abdominal pain. The ambulance was called by the patient's relative and wanted to have manual discontinuation. Treatment was not reported. Outcome for the event was not reported. Further information was received from a physician on (B)(6) 2012. On an unreported date, the patient had a break in aseptic technique. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. The patient was treated with antibiotics zefazone and ceftazidime hydrate (dose frequency, and route not reported). Pd therapy was ongoing. The cause of peritonitis was infectious etiology, which was a break in aseptic technique. The patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). The following information was received from the local baxter affiliate. The retraining of proper connect/disconnect method and aseptic technique was scheduled for the patient, but the scheduled date of this retraining was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. However, this report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported by the physician that there was a breach in aseptic technique. The assignable cause was undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.